Event description:
It was observed that during the device evaluation, the adhesive on the bending section cover of the gastrointestinal videoscope had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where there were foreign objects on the adhesive of the bending section cover. However, the identity of the foreign material and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.